Event description:
The following was reported to davol by the pt: pt underwent repair of ventral hernia on (B)(6) 2011 with composix l/p mesh. She had relief from pain for 6-months, but then the pain returned. She reports having no trauma in the post-op period. In (B)(6) 2012 she was seen by doctor and a CT scan performed. The doctor told her there was nothing wrong with the mesh and that he used absorbable tacks and could not determine the cause of her pain. In (B)(6) 2012 she visited the ER due to the pain and was diagnosed with a likely hernia. She followed up with her surgeon who told her she had a recurrent hernia and would need surgery. She believes this is the same hernia, not a new hernia. She does not think it was due to the device, based on what the surgeon had to say initially. On (B)(6) 2013 pt had revision surgery for recurrent hernia. Mesh left in vivo and ventralex placed. Pt had a follow up on (B)(6) 2013 with the surgeon and is doing better. She said the surgeon told her that she did have a recurrence, the first mesh was in good condition and placed ventralex lower down (stated he had not gone low enough). She had some adhesions which he took down. Based on the reported info the recurrence does not appear to be due to any shortcomings of the mesh used in the first case.

Manufacturer narrative:
The pt reported that the surgeon told her that she did have a recurrence, however the composix l/p mesh was in good condition and was left in place. She reports that the surgeon placed a ventralex patch lower down and stated that he had not gone low enough when placing the composix l/p mesh. She also reported that the surgeon encountered some adhesions which he took down. Adhesions and recurrence are both know possible adverse events listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. Based on the reported info the recurrence does not appear to be due to any shortcomings of the mesh used in the first case. If add'l info is obtained, a follow up MDR will be submitted.